Event description:
A storage manager reported that during an intraocular lens (iol) implant procedure, the nurse opened the package and noticed that the lens had a broken haptic. The surgeon did not have a back-up lens available with the same power, so the patient left the clinic aphakic. Additional information was received from the storage manager that the patient was implanted with a lens at a later date.

Manufacturer narrative:
Evaluation summary: the product was returned. Haptic and optic damage was observed. Solution is dried on the lens. Product history records were reviewed documentation indicates the product met release criteria. The product investigation could not identify a root cause for the damage. The observed lens damage is typical in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).